Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient was hospitalized due to abdominal pain. The physician explanted the paddle lead and re-implanted the patient with percutaneous leads. The patient is doing well and there have been no reports of further complications. Physician believed that the placement of the paddle lead irritated the nerve.